Event description:
Mechanical complication of breast implants. Bilateral capsular contracture with mastodynia. Ruptured silicone implant right breast and intact left breast. Operation: bilateral capsulectomy with removal of scar tissue and implants and replacement with saline prosthesis.